Event description:
It was reported by patient's son that he was with patient at the time of his death and noted patient stated "something isn't right" as patient was being shocked. The son is wanting to know if device was the cause of patient's death or if it was not related. The cause of death has been requested and not received. Follow up with the clinic reported patient had last been seen by them in 2006 with no issues with the device or the patient at that time.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient's son that he was with patient at the time of his death and noted patient stated "something isn't right" as patient was being shocked. The son is wanting to know if device was the cause of patient's death or if it was not related. The cause of death has been requested and not received.